Event description:
The lay user callead lifescan (lfs) in 2005 and alleged tha the depth adjustement knob is not working on the lancing device. The pt stated that she was only receiving a deep puncture from the lancing device. She phoned her dr for advice and she was told to contact lfs for assistance. No treatment was received and no injury or harm was alleged. The pt stated that she was using the correct technique to collect her blood sample.

Event description:
The pt called lifescan (lfs) in 2005 and alleged that the depth adjustment knob is not working on the lancing device. The pt stated that she was only receiving a deep puncture from the lancing device. She phoned her dr for advice and she was told to contact lfs for assitance. No treatment was received and no injury or harm was alleged. The pt stated that she was using the correct technique to collect her blood sample.